Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, the patient experienced pain and vomiting. The doctor performed an eda that "confirmed balloon hyper-insufflated with double size." The balloon was removed.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 03/06/2017. Additional information: report date, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes.. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The received device was noted to be discolored, the shell and the valve was blue in color. White particles were observed on the outer surface of the shell. An opening was observed on the shell of the balloon. A valve test was performed and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was leaking from four separate openings on the radius of the shell. Under microscopic analysis, the openings were noted to be striated, consistent with damage from a removal tool. Also under microscopic analysis, the valve channel/hole was noted to be dark blue in color.